Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that due to friction at the clavicle the lead was fractured. The fracture was confirmed by an x-ray. The lead was ex planted replaced and discarded by the hospital. There were no patient complications reported. Us FDA MDR: it was reported that the lead was suspect of fracture due to friction at the clavicle. An x-ray was taken and confirmed the fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.